Event description:
Malfunction: intermittent function of the card reader. A facility reports intermittent function of the card reader and/or treatment card during refractive surgery. She stated the card reader error occurred with two patients. The first event occurred after the treatment was complete. The second event occurred when the flap had been created and when they were ready to perform the treatment they received a card error. The surgeon put the flap down while the laser technician rebooted the system. Once the system had been rebooted, they were able to complete the procedure. On the one day post operative exam, both patients have excellent results and the surgeon does not believe either pt has been harmed or injured by this event.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) was unable to confirm the site's complaint of intermittent function of the card reader and/or treatment card. To address the issue, the tm replaced the card reader. He also completed a successful system verification to specifications. A review of the complaint database for the prior three months revealed no other complaint of this type was reported. Conclusion: based on the results of the investigation, a definitive root cause could not be determined, however, it was most likely due to the card reader. (B) (4). (B) (4). (B) (4).